Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the emergency room after receiving unwanted inappropriate shocks due to the ventricular lead having high impedance, noise, and fracture near the anchoring sleeve. The lead was explanted and replaced. No further patient complications were reported as a result of this event.